Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that (2) ar-9530xs-03 trial, humeral insert are broken around the holes. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that scratches and damage were around the edges and holes around the device. The most likely cause of this failure is wear and tear damage incurred over repeated insertion and/or removal processes and extended use in the field of the device. Manufactured date 2022.